Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the collar piece broke off (separated) from the tubing of an unknown quantity of interlink extension sets. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which revealed that the tubing was separated from the male luer. By the nature of the sample, no additional tests were performed. The reported condition was verified. The potential causes of the separation issue could be excess or lack of solvent on the tubing joints, also, incorrect assembly of the device components. Should additional relevant information become available, a supplemental report will be submitted.